Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's active exhalation control module failed a test step during testing. The device's active exhalation control module will need to be replaced to address the issue. Additionally, the blower assembly and blower bellows will need to be replaced due to contamination. The warning label will need to be replaced due to physically damage. The feet will need to be replaced to due wear and tear. The inlet air path assembly and removeable air path foam were replaced per remediation.